Event description:
It was reported that a tritanium pl cage migrated approximately one month post-operatively. The patient experienced no symptoms and will not be revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.